Event description:
Patient with bilateral pulmonary embolism with hypotension on pressors, requiring a ventilator and with complete contraindication to thrombolytics. Doctor initiated a lengthy angiojet session. Doctor used a 7fr 90cm sheath and placed a rosen (tight j-tip) wire in various branches to place the angiojet in various parts of emboli. The final vessel doctor put the wire into was a partially thrombosed 6mm rml pulmonary artery. The jet was advanced only into the orifice of the artery with no technical difficulty and no manual change in the angiojet. The patient developed hemoptysis and doctor was able to do a few pictures after retracting the angiojet and wire back revealing a near avulsion or massive disruption of the origin of the rml artery-with contrast massively staining the rml and entering the trachea - this patient was not salvageable. The only conceivable treatment was rapid placement of a stent graft, however in a few minutes the patient exsanguinated.